Manufacturer narrative:
The report received from the affiliate indicated that the distal tip of an outback cto device fractured/separated while attempting to go over the iliac bifurcation. The distal tip remained in the patient in the subintimal space and was treated with a self-expanding stent. The reporter indicated that the separation was due to the calcified and tortuous lesion. There was no reported patient injury. The target lesion was the iliac artery. The lesion was reported to be: calcified and tortuous. The sheath used was a terumo -short. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The cannula/needle actuated smoothly during prep. It was not known how the lesion was treated. The physician is considered to be at an expert level in the use of the device and has used the product for over three years. The physician¿s technique has not been impacted by any changes in indications, thought, leadership or publications. The patient¿s ischemic disease burden (rutherford classification) and underlying co-morbidities were unknown. The product was returned for inspection. One non-sterile catheter outback was received coiled inside a plastic bag. The cannula was received partially deployed. The nosecone was ripped and not received with the returned device. The inner liner presents marks of welding. It was not possible to measure the catheter length since the nosecone was absent. The unit is not functional. A kink was observed in the cannula at 4.0mm from cannula distal end. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test could be not performed with lab sample 0.014" since cannula gw lumen was found obstructed due to kink in the cannula. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula could not be retracted and deployed due to the kink. DHR review results was not performed since the lot number was not provided. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The exact cause of kink in the cannula could be not determined. Controls are in place to prevent defective cannula damaged from leaving the facility. Based on the information available for review, the patient¿s anatomy (calcified and tortuous vessel) and procedural factors are most likely contributing factors to the tracking difficulty reported resulting in the cannula kink and separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Event description:
The report received from the affiliate indicated that the physician was not able to cross the intended target lesion with the outback cto catheter. Additionally, as the physician attempted to cross the tortuous lesion, the tip of the catheter was noted to be damaged. The damage was reported to be due to the calcified and tortuous lesion. There was no reported patient injury. Additional information and a picture received indicated that the distal tip of the catheter was fractured/separated. The target lesion was the iliac artery. The lesion was reported to be: calcified and tortuous. The sheath used was unknown. The product was prepped properly according to the instructions for use (IFU) with no problems noted. It was not known if the procedure was completed successfully. Addendum: additional information received indicated the fractured/separated distal tip remained in the patient in the subintimal space and was treated with a self-expanding stent. The separation occurred while going over the iliac bifurcation. The physician is considered to be at an expert level in the use of the device and has used the product for over three years. The physician¿s technique has not been impacted by any changes in indications, thought, leadership or publications. The patient¿s ischemic disease burden (rutherford classification) and underlying co-morbidities were unknown.

Manufacturer narrative:
The access site was not calcified. The iliac bifurcation was reported to be calcified and tortuous. A non-cordis short sheath was used for the procedure. No guiding catheter was used. The guidewire used was unknown. The cannula/needle actuated smoothly during preparation. There was no report of problematic difficulty manipulating ancillary devices during the procedure. There was no reported difficulty advancing the outback catheter over the guidewire. There was difficulty reported advancing the outback over the iliac bifurcation due to tortuosity and calcification. The guidewire used was successfully delivered past the target lesion. The target lesion was treated successfully using a self-expanding stent. No abnormal force was required to be used at any time during the procedure. No additional information is available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.